Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was clipping the cystic duct and the clips were not closing or forming properly. The clips were falling off the duct into the patient. The clips were retrieved and saved for return as well as the device. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within the acceptable limits. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First few firings. Was a cholangiogram performed during the procedure? No. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Do not know. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.